Event description:
It was reported that customer experienced continuous glucose monitor error and sensor did not function properly. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and after reset error did not recur and customer successfully started new sensor session.